Event description:
Caller states that he tested 2.3 inr on the coaguchek xs system and 1.7 inr on a pharmacy coaguchek xs. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.